Event description:
It was reported that there was a device related thrombus.a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.the patient came into the hospital for another procedure and had a transesophageal echocardiogram (tee) imaging procedure performed. The imaging showed that there was a device related thrombus present on the face of the closure device. The physician placed the patient on a full dose of eliquis in response to this event. There were no other complications that were reported to have occurred.it was further reported that the patient subsequently experienced ventricular tachycardia (vt) and was presented with two treatment options: a vt ablation attempt or hospice care. Per the treating physician, the patient was informed that vt ablation carried an estimated 50/50 risk of stroke. Multiple specialties were consulted, including cardiology, neurology, and cardiothoracic (CT) surgery. CT surgery declined surgical intervention to remove the thrombus and/or excise the laa. Prior to vt ablation, the thrombus was not visualized using intracardiac echocardiography (ice) due to poor image quality; however, the care team was aware of the known large clot on the device. The vt ablation was reported as successful. At the conclusion of the procedure, the patient reverted to vt and required cardioversion. Post-procedure, the patient was difficult to wake from monitored anesthesia care (mac) and was unable to follow simple commands, including squeezing the anesthesiologist hand. Neurology was called to the procedure room, and the patient was monitored for several hours by anesthesia, cardiology, electrophysiology, and neurology teams before being transferred out of the procedure room. It was noted that no cerebral protection device or filter wire (e.g., sentinel device) was used during the vt ablation, per the electrophysiology fellow who was scrubbed in for the vt ablation. It was not specified where the patient was transferred following the procedure, whether neuroimaging (CT or MRI) was performed, or where the patient ultimately died. No further information is available at this time.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came into the hospital for another procedure and had a transesophageal echocardiogram (tee) imaging procedure performed. The imaging showed that there was a device related thrombus present on the face of the closure device. The physician placed the patient on a full dose of eliquis in response to this event. There were no other complications that were reported to have occurred. It was further reported that the patient subsequently experienced ventricular tachycardia (vt) and was presented with two treatment options: a vt ablation attempt or hospice care. Per the treating physician, the patient was informed that vt ablation carried an estimated 50/50 risk of stroke. Multiple specialties were consulted, including cardiology, neurology, and cardiothoracic (CT) surgery. CT surgery declined surgical intervention to remove the thrombus and/or excise the laa. Prior to vt ablation, the thrombus was not visualized using intracardiac echocardiography (ice) due to poor image quality; however, the care team was aware of the known large clot on the device. The vt ablation was reported as successful. At the conclusion of the procedure, the patient reverted to vt and required cardioversion. Post-procedure, the patient was difficult to wake from monitored anesthesia care (mac) and was unable to follow simple commands, including squeezing the anesthesiologist hand. Neurology was called to the procedure room, and the patient was monitored for several hours by anesthesia, cardiology, electrophysiology, and neurology teams before being transferred out of the procedure room. It was noted that no cerebral protection device or filter wire (e.g., sentinel device) was used during the vt ablation, per the electrophysiology fellow who was scrubbed in for the vt ablation. It was not specified where the patient was transferred following the procedure, whether neuroimaging (CT or MRI) was performed, or where the patient ultimately died. No further information is available at this time.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came into the hospital for another procedure and had a transesophageal echocardiogram (tee) imaging procedure performed. The imaging showed that there was a device related thrombus present on the face of the closure device. The physician placed the patient on a full dose of eliquis in response to this event. There were no other complications that were reported to have occurred.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.with all the available information, boston scientific (bsc) concludes:device technical analysisthe watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed.device history record reviewthe batch number for the watchman flx? Pro, part # m635wu60270 was not provided. A ship history was performed to identify the last three most recently shipped batches to the customer and no batches were identified. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specification, and there is no evidence that this product did not meet specification prior to distribution.labeling reviewthere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis, late (stent/treated vessel/device implant site/device), arrythmia (ventricular tachycardia), cerebral vascular accident (cva) and death (medication required, hospitalization or prolonged hospitalization, additional device required).risk reviewa risk review was completed and confirmed that the events of thrombosis, late (stent/treated vessel/device implant site/device), arrythmia (ventricular tachycardia), cerebral vascular accident (cva) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusionbased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.